Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. Additional unrelated observation(s) not reported by site: the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does not appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. Common causes of the failure mode dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a vinci-assisted surgical procedure, the force bipolar instrument had an exposed wire. The customer reported event has no report of patient injury.